Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the 'battery inoperable' alarm was a single occurrence and could not be reproduced during in-house testing; the result was "no fault found." The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable (B)(4).

Event description:
It was reported to resmed that a "battery inoperable" alarm was triggered in an astral device. There was no patient injury reported as a result of this incident.